Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use identifies stent thrombosis as potential complications associated with use of the device.

Event description:
It was reported that the fred was implanted to treat an internal carotid artery (ica) aneurysm. A few hours post-procedure, the ica was completely occluded. The patient was asymptomatic. There was no reported additional intervention or sequela. There was no reported device malfunction. The patient's current condition is reported to be "well off."